Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient felt a "burning" sensation at the ins site and confirmed that they felt it when they were charging the ins, but also when they were not charging. The patient stated that the burning sensation had been happening for a while, but "nothing like yesterday." The patient also mentioned around the same time they noticed that they were having difficulty charging the ins as it would take hours and hours to charge, sometimes even taking a "full day" to charge. The patient stated that they would charge for hours before they even reached the point where they were able to turn the stimulation on. The recharger antenna was replaced to rule out if that was part of the issue. The patient was directed to follow-up with their healthcare professional (hcp) and the patient stated they had an appointment on wednesday. No further complications were reported/anticipated.